Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The pt had been resented to the electrophysiology (ep) lab for a scheduled device and electrode implant. During induction testing, conversion difficulties were encountered with both internal and external shock deliveries. During induction test #1, deliveries of 65 joules (standard), 200 joules (external), 80 joules (reversed) and 200 joules (external) failed to terminate the arrhythmia. An 80 joule (standard) shock was delivered which then terminated the arrhythmia. During induction testing #2, delivery of an 80 joule (standard) shock did not terminate the arrhythmia. The local rep reported that following the 80 joule shock during induction testing #2, an out-of-range (oor) shock impedance message was displayed. A commanded shock was performed and a normal impedance measurement was obtained. Ts suspects that the impedance measurement may have been between 200 and 400 ohms based on the fault and the commanded test results. The physician checked the device-electrode connections and no connection issues were identified. There were no changes in the system positions and no identified sources of electromagnetic interference (emi). The device is in an adequate position; however, an x-ray of the electrode was not available. No changes in the device/electrode position were undertaken. The physician planned to obtain an x-ray of the device and electrode position.

Manufacturer narrative:
The local rep contacted ts again to ask what is the oor shock value for this device. Ts commented that any value greater than 400 ohms is considered oor; however, if the value is greater than 200 ohms, the device may not be able to deliver all of the energy since it uses a constant tilt. A lateral chest x-ray was taken which shows that the electrode is not seated deeply enough (superficial placement) to appropriately convert. The pt has been scheduled for an electrode revision procedure. The pt was presented back to the electrophysiology (ep) lab for dft testing. Ventricular fibrillation (vf) was induced which was detected by the device. The arrhythmia was successfully terminated following delivery of an 8- joule shock. The recorded shock impedance was 119 ohms. No invasive intervention was undertaken. The physician believes that the root cause of the oor shock impedance value was due to the placement of the electrode. There were no allegations against the device. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.